Manufacturer narrative:
(B)(4). Concomitant medical products: 183010, vanguard cr ilok fem-rt 67.5, 660700; 402282, cobalt hv bone cement 40g, 604360. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00284, 0001825034-2019-03312. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure approximately 1 year post-implantation due to pain and loosening. The femoral component was revised. The operative report notes that when the femoral component was tapped on with a one punch and mallet, there was bubbling consistent with looseness. Attempts to obtain additional information have been made; however, no more is available at this time.